Event description:
The customer's father reported multiple alarms and insulin squirting out during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to test for any alarms due to the blank display.